Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a patient experienced severe visual glistenings, glare and halos. The lens was exchanged for another model iol approximately four years following the initial implant procedure. A sample is not available for return. Additional information has been requested.